Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with defect found on the meter(e4) error message. The root cause is foreign material on the strip connector.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 82-100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/24/2019 and open vial date is about 2 to 3 weeks. The meter memory was reviewed for previous test result history: (B)(6). Her dr. Had her bring in the meter and she got 300mg/dl on meter and the dr's meter reading 100mg/dl or so she can't remember the exact number.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 82-100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/24/2019 and open vial date is about 2 to 3 weeks. The meter memory was reviewed for previous test result history: (B)(6). Her dr. Had her bring in the meter and she got 300mg/dl on meter and the dr's meter reading 100mg/dl or so she can't remember the exact number.